Event description:
Boston scientific received information that this patient was scheduled for a general device upgrade. Prior to starting the case, the patient¿s implantable cardioverter defibrillator (ICD) was interrogated and found to have its tachy mode off already. It was discovered that the ICD was programmed off for an ablation procedure months prior and the electrophysiologist who turned off the device forgot to turn it back on. The patient did not experience any syncope or episodes during the time the ICD was unintentionally left off. Additional information from the field indicated that the ICD was successfully replaced at the upgrade procedure. No adverse patient effects were reported.

Manufacturer narrative:
The explanted device was retained by the electrophysiology laboratory at the hospital. The field representative will try to have the device returned. This report will be updated should the device be returned or further information become available.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A review of the memory noted the tachy mode was turned off due to programming and was never turned back on. The device was put through and passed a series of automated diagnostic testing which verified the performance of pacing, sensing, shocking, and recording functions. Overall the device was found to have met specification and normal device function was observed.